Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow-up will be submitted when the evaluation is complete.

Event description:
Customer reported during a procedure, the physician found the first sample core was retrieved but subsequent attempts didn't obtain a full sample. The procedure was completed with a new product. No patient injury or harm.